Manufacturer narrative:
The product analysis indicates that the reported issue of overheating could not be verified as the handpiece was not running when received. All internal parts, motor, and screws were severely corroded due to dried saline. Also, the cable was kinked. All internal parts, seals, bearings, motor, and cable were replaced. The handpiece was cleaned, tested, and passed to manufacturing specifications.

Event description:
It was reported that preoperative, the handpiece got hot and, "sounds like a heavy duty saw." A replacement handpiece was used to complete the case. There was no patient injury.